Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Foreign objects were confirmed in the light guide lens, but foreign objects could not be identified. Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. Based on the results of the investigation, the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used. Subsequently, humidity invaded the light guide lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device because the device was not sent to manufacture business center. We could not specify root cause of the foreign material remaining in the subject device. The suggested event is detectable by following IFU which sates: the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii duodenovideoscope exhibited foreign objects inside the light guide lens. There were no reports of patient involvement.